Manufacturer narrative:
Result: brake crank assembly.

Event description:
It was reported by service report that the brakes would not engage form either side. No pt involvement or adverse consequences are reported.